Event description:
It was reported the electric plug emitted sparks. Visual inspection of the plug and cord revealed this it had been damaged by some external source. It appeared that a foreign substance was either in the outlet or on the plug when it was inserted into the outlet, causing sparks which discolored the plug itself. We concluded that this was an unusual report, attributable to misuse on the part of the consumer.